Manufacturer narrative:
The device was not returned for evaluation. Insulet cannot confirm that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 434 mg/dl while wearing the pod between 24 and 36 hours. The patients mother picked him up from school and took him to the pediatrician. By the time he was seen his bg levels where normal again. The mother believes her son had gotten some candy and ate it and had temporarily brought up his levels. The patients basal rates were changed at the doctors office. The mother stated the levels did go up again later on that night and when she checked on the patient she noticed the cannula had come out and the patient was bleeding quite a bit from the site (abdomen).

Manufacturer narrative:
The device was returned and evaluated. No damages or defects were observed with the needle mechanism that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. Also, a tear was found in the exposed portion of the soft cannula and fluid was observed exiting the tear during leak test. It could not be conclusively determined when the tear occurred or if it was related to the reported event.